Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an alert/notification settings issue occurred frequently between (B)(6) 2026 and (B)(6) 2026. On (B)(6) 2026, the patient¿s parent received a notification indicating that the patient¿s continuous glucose monitor (cgm) value was ¿high¿ mg/dl. However, they reported not receiving a prior alert when the cgm value initially crossed the high alert threshold of 180 mg/dl. It was noted that the patient¿s tandem insulin pump was not paired with the cgm during this event. At that time, the patient was experiencing vomiting and had moderate ketone levels. The patient¿s parent administered 13 units of insulin via the tandem insulin pump and provided an unspecified anti-nausea medication. The patient went back to sleep. The parent then replaced the sensor, and the new sensor was reported to be functioning properly. At approximately 2:00 am on (B)(6) 2026, the new sensor generated an alert for a cgm value of 70 mg/dl, and the patient was treated with mints. Later that day, the patient was taken to the emergency room (ER) due to persistent moderate ketone levels. At the emergency room, the patient¿s blood glucose (bg) meter reading was 99 mg/dl; the corresponding cgm value at that time was not recalled. Laboratory testing confirmed moderate ketones, and the patient was treated with intravenous (IV) fluids. The patient was discharged after approximately 5.5 hours. At the time of reporting, the patient was noted to be in stable condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.